Event description:
On (B)(6) 2010, patient reported he changed his infusion site on (B)(6) 2010 and was fine until he got the infusion tubing hooked on a drawer and pulled it slightly. Patient stated since then his infusion site has been hurting. Patient reported it is sore and hurts to the touch. Patient is new to pump therapy. Advised patient to switch out the infusion headset and choose a new infusion site. Patient reported the cannula was bent when he removed it. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.